Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was informed they could continue using the pump and advised to call back if the issue reoccurred, which they acknowledged and understood.